Event description:
The pt presented with atypical chest pain and presyncope. A tia was suspected; however, CT scan did not show any new lesions (the pt experienced previous embolic complications of prosthetic valve endocarditis). The pt's inr on admission was subtherapeutic at 1.2 and pt was 13.6. There was no evidence of endocarditis and the pt was considered to be "stable" from a cardiac standpoint. The predominant concern was the subtherapeutic inr. Heparin was administered until the pt's inr was therapeutic. The pt was then given coumadin 8.35 mg and discharged with a target inr of 2.5 to 3.5. The pt continues to experience weakness, light-headedness and loss of balance; however, an exact cause has not been established.